Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant surgery of 7230, 6947-65cm was chosen according to patient's condition before implant. Tested the helix out of body, but helix can't be rotated out after several tries. So changed to use 6944-65cm, test parameters were good. After the surgery, tried to rotated out the helix again, succeed after rotating 46 loops. There were no patient complications reported as a result of this event. It was reported that in the implant surgery of 7230, 6947-65cm was chosen according to patient's condition before implant. Tested the helix out of body, but helix can't be rotated out after several tries. So changed to use 6944-65cm, test parameters were good. After the surgery, tried to rotated out the helix again, succeed after rotating 46 loops. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) shaft seal out of position. Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the helix can't be rotated out after several tries. After the surgery, tried to rotated out the helix again, succeed after rotating 46 loops. The lead was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: change made to primary analysis finding. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed.